Manufacturer narrative:
Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Migration of device or device component. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat an osteoporotic vertebral compression fracture. It was reported that "displacement of the cement toward anterior" occurred. According to the report, the patient fell and as a result, the cement displacement may have occurred following a "re-compression fracture at treated level". "The patient developed the re-fracture at the treated level and the cement displacement." No further patient complications were reported. The type of cement used was not reported.